Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported slda could not be determined in this complaint. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping performed. Although a good grasp was achieved, some movement was noted therefore the leaflets were regrasped and the clip deployed. A second cds was advanced through the left atrium (la) when it was noted the implanted clip detached from one leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.